Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. 7 cases received at the same time, only 3 with samples. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 23 closed and 5 open samples with the needle detached from the thread and the thread is still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results do not fulfill the requirements of the european pharmacopoeia (ep): 0.53 kgf in average and 5 values did not fulfil the minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling usp/ep and bbs requirement. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen. CAPA number: ak201977568.

Manufacturer narrative:
Reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monomend suture. The client (veterinarian) reported that two packages had needles not attached to the sutures. No more information has been provided.